Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2006, that an endovive standard peg kit pull method was used in a percutaneous endoscopic gastrostomy (peg) placement (patient age, gender and weight are unknown). According to the complainant, the scalpel blade was dull. There is no information available regarding the patient or the procedure outcome.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.